Manufacturer narrative:
Summarized patient outcomes/complications of navitor valve were reported in a research article in a subject population with multiple co-morbidities including peripheral artery disease, atrial fibrillation, coronary artery disease, right bundle branch block, left bundle branch block, atrioventricular block, and prior stroke. Complications reported included device embolization, stroke, renal failure, bleeding, surgical intervention (valve-in-valve, permanent pacemaker); these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "does intra-annular valve design equal intra-annular valve design? Comparison of two transcatheter aortic valve prostheses", was reviewed. This research article is a retrospective multicenter experience to evaluate whether the navitor valve also provides an advantage in a subset of patients with small annuli. The devices included in the study were navitor and sapien 3 ultra. The article concluded that the navitor may offer a more favorable hemodynamic profile compared to the sapien 3 ultra device in patients with small aortic annuli. [The primary and corresponding author was clemens eckel, department of cardiology, st. Johannes hospital, 44137 dortmund, germany, with corresponding e-mail: clemens.eckel@joho-dortmund.de.] This study included patients with severe native aortic valve stenosis treated with either the nabitor or sapien 3 ultra from 01 march 2019 to 30 june 2024. A total of 179 patients were included in the study, of which 59.4% (104) received an abbott device. The average age of the navitor group was 83 years. The average age of the ultra group was 80 years. The majority gender was female. Comorbidities included peripheral artery disease, atrial fibrillation, coronary artery disease, right bundle branch block, left bundle branch block, atrioventricular block, and prior stroke.